Event description:
It was reported that during a procedure of photo-vaporization of the prostate, the tip of the fiber broke and was side firing after 17,751j with 1:47 minutes of fiber use. The tip of the failed fiber was not cleaned during the procedure. The fiber was exchanged and the second fiber was used to complete the procedure. There was no patient injury due to this event.

Event description:
It was reported that during a procedure of photo-vaporization of the prostate, the tip of the fiber broke and was side firing after 17,751j with 1:47 minutes of fiber use. The tip of the failed fiber was not cleaned during the procedure. The fiber was exchanged and the second fiber was used to complete the procedure. There was no patient injury due to this event.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The fiber tip exhibit no signs of breaks/fractures. The glass cap bevel edge and metal cap are not aligned. The glass cap cannot rotate within metal cap, and protruding from metal cap. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface and indication of slight melting on output window. There is misalignment of the metal cap output window with the red stop sign. The metal cap is loose within the outer flow tubing. The fiber was tested with hene laser fixture and aim beam is present at fiber output window. The outer flow tubing open end exhibits minor scratch marks. Glue failure is observed leading to misalignment of the glass and metal cap. Cap wear acceleration lead to the possibility of loose glass cap in metal cap. This would cause reduced vaporization efficiency. The identified glue failure is known inherent risk of device. It is probable that cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Based on device analysis, there are no signs of fiber tip breaks, and the hene test beam comes out of the output window. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.